Event description:
An optometrist reported a case of trace dlk (diffuse lamellar keratitis), post lasik surgery of the right eye. Increased frequency of topical steroids was used to treat the event. It was later stated that the dlk resolved with treatment.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).